Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a coronary stenting procedure to treat a target lesion in the left circumflex artery. Pre-dilatation was performed and a 3.0x23 mm xience prime stent was implanted. Post dilatation was performed and an edge dissection was noted at the proximal edge of the stent. A 3.0 x 28 mm xience prime stent was deployed to treat the dissection. There was adverse patient sequelea and no clinically significant delay. No additional information was provided.